Manufacturer narrative:
Device manufacture date: 06/2014. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via on-site inspection of the device by a field representative. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination due to a bent pin. The device was related to the reported event. The confirmed device malfunction is related to the reported event. The most likely root cause of the failure is improper handling of the controller, which likely contributed to the event. An internal investigation was open to address this type of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a controller with a broken pin. Test results indicate a bent pin at power port 2 of the controller. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided.